Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time,the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator unit has blender issue. The fio2 (fraction of inspired oxygen) is very unstable and out of specification. At this time, there is no information regarding patient involvement associated with the reported event.